Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good visual condition. During mechanical testing the jaws would not open nor close completely so no functional testing could be performed. The device was disassembled and the proximal gear was missing three teeth and they were not returned. The damage to the proximal gear prevented the jaws from opening and closing.

Manufacturer narrative:
(B)(4). Additional information: as part of the overall investigation, the proximal gear was discovered to have several broken teeth. The gear was visually examined and images of the part were taken with an optical microscope. After visual examination was conducted the part was then analyzed in the scanning electron microscope (sem) to examine the fracture surface of the teeth at a higher magnification to determine the failure made. The mode of failure of the teeth indicates that all of them broke in a ductile overload manner. The sem images on all of the teeth fracture surfaces show that the part was properly bonded and that no evidence of a molding or processing defect was observed. The gear broke as a result of the teeth being overloaded during the operation of the instrument. No manufacturing or processing defects were observed in the part.

Event description:
It was reported that during an unknown procedure, on handling the enseal superjaw, the knife blade got stuck continuously and did not want to cut through the tissue from proximal to distal or not cut at all. On cutting, the knife blade gets stuck. Continued with clamp, cut and tie. No patient consequences reported.